Manufacturer narrative:
Unable to perform displacement test, sleep current measurement, active current measurement and self test due to blank display noted. Device received with blank display due to moisture damage at electronic assembly. Device found moisture damage at motor assembly noted. Unable to verify battery power loss alarm due to blank display noted. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Test reservoir lock properly inside the reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was exposed to moisture and now it was not working. Troubleshooting was done for moisture expose and cosmetic damage. The customer stated that the insulin pump had a crack on the battery compartment and then water was exposed to the insulin pump and it go into the insulin pump and the pump no longer functions. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.